Manufacturer narrative:
Product event summary #analysis confirmed the customer comment of errors at set-up and additionally noted that the red battery wire as well as the white display wire were pinched and both had the wire exposed and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator displayed an error at set-up, prior to use. The generator was returned for service. There was no patient involvement. The external pulse generator subsequently tested out of specification during manufacturer's analysis.